Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device triggered an alert on the right ventricular lead and changed the polarity of the lead from bipolar to unipolar. It was noted that the patient came into the clinic for pocket stimulation. Oversensing and low impedance were also seen in the unipolar mode. It was futher noted that the bipolar issues could not be confirmed as the patient is pacemaker dependant. The lead was found to have an insulation break due to clavicle crush. The lead was capped and replaced. No further patient complications were reported as a result of this event.